Manufacturer narrative:
(B)(4). Post market vigilance conducted an evaluation of one endo gia 60mm articulating extra thick reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Due to the condition of the instrument and reload, functional evaluation could not be performed. Due to the damage to the reload, the reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all quality. Subsequently, the complaint data did not display an increased trend. Replication of the herniated knife bar condition may occur if the device is articulated beyond the design intent causing the blowout plate to break and fail during articulated firing. The device may have been articulated beyond the design intent through the means of the user manually exercising the articulation feature before use or firing against an object while articulated. Replication of the bent articulation flag condition can occur if the loading unit is forcefully rotated while only partially inserted into the instrument shaft or if trying to remove loading unit without articulation lever being in neutral position. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during an open splenectomy, the doctor fired 2 reloads without incident. When he went to fire the 3rd reload it would not fire and also would not straighten out (it was articulated). The jaws also would not open or close. The scrub tech had some difficulty removing the reload from the staple handle and the reload seems to be stuck in an articulated position with a metal portion sticking out excessively near the articulation joint. They removed this reload, loaded another, and it fired without incident. No patient injury. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. No reinforcement material was used. The patient is recovering.